Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v197686, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v176115, implanted: (B)(6) 2009, product type: lead. Product ID: 64002, lot# n459763, implanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
Additional information received reported the patient still had concerns with their device or therapy and they had an appointment scheduled for (B)(6) 2015..

Event description:
It was reported the patient was having extreme dyskinesia and the patient wanted to decrease stimulation. The patient was able to use the patient programmer to sync with the implantable neurostimulator (ins) and the programmer showed on and okay. The left side was at 4.0v and the right side was at 3.9v. The left side was giving the patient problems so they decreased stimulation to 3.9v. Every time the patient pushed the programmer button they had a stinging sensation. The stinging sensation started after they had increased stimulation due to the patient¿s dyskinesias. The patient also had a burning at the ins location. Follow up with the patient¿s healthcare professional (hcp) indicated the patient had a 50 percent or greater symptom reduction and they had recovered without permanent impairment.